Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the cable connecting ECG a and b to the front therapy electrode was pulled from the strain relief, damaging trunk cable connector j703 on the distribution node pca. The cause of the failure is the strained cable. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) for an unrelated issue. As received the belt failed incoming functionality testing.